Event description:
It was reported that during an unknown procedure the device was being used for an internal mammary takedown when the surgeon noted the applier seemed to be scissoring before the trigger was engaged. The issue was noticed prior to use on the patient. Device was removed from the field and replaced with another clip applier. There were no adverse consequences to the patient. The device is not available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.